Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose over 500 mg/dl with large ketones and vomiting associated with a remaining insulin reading issue. Reportedly, the patient remained hospitalized and was treated by their healthcare provider. During troubleshooting with customer technical support (cts), it was determined that the pump was reading greater than 20 units difference more than what was in the cartridge. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a pump issue.

Manufacturer narrative:
Follow-up #1: date of submission 06/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/18/2015 with the following findings: the pump powered on to the verify screen with audible and vibratory features. There was no debris observed in the cartridge compartment. A rewind and load cartridge were performed successfully, then the cartridge was primed to 40u. The cartridge was removed and it was verified the cartridge was at 40u. The cartridge was reinstalled then rewind and loaded once again. The piston correctly stopped at 40u and the display correctly read 40u. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.